Manufacturer narrative:
(B)(4). The service engineer (service engineer) evaluated the ventilator and verified the customer reported malfunction. The se replaced the graphic user interface (gui) to resolve the issue. The ventilator passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that, during installation of a new ventilator, the graphic user interface (gui) buttons were unresponsive. There was no patient involvement.